Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an insulation issue which led to noise and high threshold measurements. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem; h6. Device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an insulation issue which led to noise and high threshold measurements. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.